Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer receives channel error 13-1064-1227 at power up on 8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives channel error 13-1064-1227 at power up on 8100. ¿ suggested to try the device on the other side. ¿ customer received the same error response. ¿ then suggested customer to try another logic board, due to communication error. ¿ customer to send device for service depot repair if unresolved. ¿ they will call back if further assistance is needed.